Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational atherectomy treatment procedure, a sheath kink occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. While prepping the 2.0mm rotalink plus the physician realized that the sheath of the burr catheter had a kink in it. Because of the kink, the saline was not able to flow through the burr catheter. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is good. Device analysis determined that the catheter sheath was torn and kinked.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an initial examination of the complaint unit was carried out. The catheter sheath was torn and kinked approximately 24.7cm from the strain relief. Blood was present along the catheter sheath. The catheter handshake connection was attached to the laboratory advancer handshake connection and a tug test was carried out and no issues were noted. The handshake connections of the rotalink plus unit was disconnected and reconnected and no damage was noted with the handshake connections. The catheter unit was not wet tested due to the damaged sheath. This is consistent with over tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". The most probable root cause is user/use error. (B)(4).